Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day were not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found detached dso seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that the device had a bad motherboard. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.